Manufacturer narrative:
A complete lead was returned in one piece. Lead electrical testing did found no indication of conductor fractures or internal shorts. Visual inspection found the helix fully extended and clogged with blood. After cleaning, the helix could be retracted and extended. The reported events of inadequate capture, sensing r-wave amplitude, and helix would not extend could not be confirmed.

Event description:
During a device implantation, there was high capture threshold noted on the right ventricular (rv) lead. The lead was replaced, and a new lead was successfully implanted with good measurements. The patient was stable with no consequences.